Manufacturer narrative:
(B)(4). Testing of the implantable neurostimulator (ins) (model 3058, serial number (B)(4)) revealed lead parts stuck in the connection port. The proximal end of the lead (connectors #1, 2, 3) was stuck inside the ins port. Ins output was tested at the ins connectors by puncturing the molded header in order to make contact with the connector. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load. The ins was functionally okay. The event was the result of procedural non-conformance. Testing of the lead (model 3886, serial number (B)(4)) revealed broken conductor wires. All conductor wires were broken at the #1 connector and the distal segment of the lead was not returned. The #2 connector was out of round. The wires were broken by overstress.

Event description:
The pt's implantable neurostimulator (ins) was reprogrammed and it was discovered that the ins was near end of service. The ins was explanted and replaced. During surgery, the health care professional (hcp) had difficulty attaching the old lead to the new ins. The lead was not pushing all the way through the new ins. The hcp tried backing the lead out of the new ins, but the lead would not fully come out of the ins. The hcp pulled on the lead and it fractured with the electrode portion remaining in the new ins and the rest of the lead implanted in the pt. The lead was fully explanted from the pt and a new lead was implanted. A second new ins was used without complication to complete the surgery. The pt was fine and was programmed after the surgery. The pt was doing very well.